Event description:
This patient was implanted with the maestro rechargeable system on (B)(6) 2016. On (B)(6) 2016, the patient visited the emergency room and was treated for apparent infection with IV antibiotics. The patient was not admitted to the hospital, but was sent home the same day on oral antibiotics (bactrim). Patient was on bactrim from (B)(6) 2016 through (B)(6) (B)(6) 2017. At a clinic visit on 2017, the incision was reported to appear as if it was healing normally. No further reports have been received for this patient. This MDR covers investigation of the posterior lead. Refer to mdr3005025697-2017-00024 for report of the rechargeable neuroregulator and mdr3005025697-2017-00025 for report of the anterior lead.